Event description:
Cook (B)(4) reported for the customer, "catheter was reported to show leakage." Add'l info received: catheter tore off about 2 - 3 cm after port chamber. Unfortunately, catheter has been removed and then been thrown away. Dislocated catheter had to be removed by searching and "fishing" it out of lung vessel."

Manufacturer narrative:
(B)(4). Product has not been returned for eval.